Event description:
Subject in a (B)(6) study had a large effusion in the right knee with profuse bleeding from the incision ten days following total knee replacement surgery. The subject was treated with needle aspiration of 40 ml of blood.

Manufacturer narrative:
This MDR is being filed based on a (B)(4) studies. Product was not available for evaluation because the complaint file was opened based on the retrospective review of the clinical study file. The lot number of the device was not provided so an investigation of the lot history record could not be performed.